Manufacturer narrative:
Continuation of concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 10 mg for a total dose of 4.69785 mg/day and bupivacaine 15.6 mg for a total dose of 7.32864 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported increased pain. A catheter dye study was ordered. It was noted the catheter dye study was performed and failed as medication was aspirated from the pocket site. The plan was to do a catheter revision on (B)(6) 2021. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was pump unable to enter/withdraw from catheter access port and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type catheter product ID 8711, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type catheter h3: the catheter was returned, and analysis found the catheter body was incorrectly assembled or sutured. H3: the catheter was returned, and analysis found the catheter strain relief shroud which may or may not be explant related. H3: the pump was returned, and analysis found o-ring wear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the occluded catheter was explanted / replaced. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported / anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot#/serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter, product ID: 8711, lot#/serial#: (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711 serial/lot# (B)(6), ubd 2010-11-21, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had some increased pain but overall, the patient seemed happy with the therapy. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. During the catheter dye study on (B)(6) 2021 the local anesthetic lidocaine was used to raise a skin wheal over the pump catheter access port (cap) to maximize patient comfort during needle placement. The needle from the manufacturer¿s cap kit was placed into the cap without difficulty. Approximately 2 ml of cloudy csf (cerebrospinal fluid) was aspirated from the cap and discarded. Images of the study were saved. Upon completion of the dye study, the needle was removed, and direct pressure was applied to the puncture site. The results of the study were noted to be, ¿an abnormality was detected: medication aspirated from pocket site. The catheter system requires surgical catheter revision¿. Upon completion of the procedure the patient was moved to the recovery room for observation and no immediate complications occurred. The patient was taken to surgery on (B)(6) 2021. At that time it was reported that the patient had a fluid collection that was white from the pump pocket. At surgery today, there was noted to be possible precipitated drug around the catheter and pump, also into the pump connector. The physician was unable to aspirate the catheter. The catheter also started to brittle and fall apart. The device system (pump and catheter) were replaced. Everything was patent and functional after being replaced. The issue was reported to be resolved.